Event description:
It was reported from an eye care professional that a pt developed a corneal ulcer associated with contact lens wear. The pt was treated with tobradex and the event was resolved. The pt was refit into biofinity lenses and changed to clear care lens care. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).